Event description:
It was reported that balloon broke occurred. The target lesion was located in the peripheral artery. An 8.00mm/2.0cm/135cm 2cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the part of the balloon was broken. There were no patient complications as a result of this event.

Event description:
It was reported that balloon broke occurred. The target lesion was located in the peripheral artery. An 8.00mm/2.0cm/135cm 2cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the part of the balloon was broken. There were no patient complications as a result of this event. It was further reported that the mild tortuous was located the artery. The device was removed using snaring and the procedure was completed using different ballon plain old balloon angioplasty (poba).

Manufacturer narrative:
B1 - adverse event/product problem: updated. B5 - describe event or problem: updated. Device evaluated by MFR: the pcb was returned for analysis. A visual and tactile examination identified a shaft kink/shaft damage approximately 145mm proximal from the distal tip. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues were noted with the balloon material. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual and tactile examination identified a shaft kink/shaft damage approximately 145mm proximal from the distal tip. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues were noted with the balloon material. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface.

Event description:
It was reported that balloon broke occurred. The target lesion was located in the peripheral artery. An 8.00mm/2.0cm/135cm 2cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the part of the balloon was broken. There were no patient complications as a result of this event.

Event description:
It was reported that balloon broke occurred. The target lesion was located in the peripheral artery. An 8.00mm/2.0cm/135cm 2cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the part of the balloon was broken. There were no patient complications as a result of this event. It was further reported that the mild tortuous was located the artery. The device was removed using snaring and the procedure was completed using different ballon plain old balloon angioplasty (poba). It was further reported that the device was broken into two pieces.

Manufacturer narrative:
B5 - describe event or problem: updated. Device evaluated by MFR: the pcb was returned for analysis. A visual and tactile examination identified a shaft kink/shaft damage approximately 145mm proximal from the distal tip. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues were noted with the balloon material. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface.